Event description:
It was reported that this right ventricular found to be dislodged, in addition it was noted material in the exposed helix. The physician decided to explant an replaced this lead. The lead is expected to return for analysis.